Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_pump, product type: pump. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a representative and healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump system. The patient's catheter reportedly "may have migrated out of the intrathecal space", and it was being revised on (B)(6) 2015. Additional information was requested to determine the patient's identifying information, the device identifying information, the patient's pertinent medical history, when the catheter migration occurred, what drug was being delivered by the pump, what other medications were being taken at the time of the event, whether the migration was confirmed, what symptoms the patient experienced in relation to the migration, what troubleshooting was performed, and what actions or interventions were taken in relation to the migration.

Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
[The following information was previously submitted in regulatory report # 3004209178-2015-22330, but will be included in this report # going forward: information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient history included non-malignant pain. The hcp reported that the patient's catheter became dislodged. No patient symptoms were reported. The cause of the event, diagnostics/troubleshooting, interventions, and outcome were unknown. Patient status at the time of the report was alive with no injury.] Additional information received from a company representative reported the patient and device information. The hcp opened the spinal incision and it was confirmed that the spinal catheter portion had migrated out of the intrathecal space. They implanted a new spinal segment at a higher (t9) level, and then attached it to the existing catheter. The patient was doing well post-operatively. The final setting of drug and concentrations were unknown. Indications for use included non-malignant pain.